Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. Testing found the screw showed a blueish image. The video cable was replaced and the system was functioning normal. A cable was returned for analysis. Analysis found the cable was in good condition but a continuity test revealed opens from pin 9 of the hd26 connector to pin 12 of the fischer connector and from pin 10 of the hd26 connector to pin 16 of the fischer connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the surgeon monitor might be broken because there were some lines in green. There was no patient present when this issue was identified.